Event description:
According to the reporter, on (B)(6) 2017, intra-operatively, the device did not fire and did not work at all. The device knife was not able to cut and the safety button was stuck.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lower anterior resection, the device did not fire. There was no patient injury.